Event description:
Customer called to report a leak at the probe of the coulter ac.t diff analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer discovered the leak while troubleshooting with the customer technical specialist (cts). Customer found that the tubing through valve lv8 was crimped, not allowing proper aspiration of the sample. Customer straightened the probe and verified that the probe was no longer leaking by running controls. The cts verified proper instrument function with customer to ensure that the troubleshooting assistance effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the crimped tubing through lv8.

Manufacturer narrative:
(B)(4).